Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. A type la endoleak developed. The pt's anatomy is not ideal but in 2008, the physician placed a renu cuff. Endoleak is resolved for now and pt is doing fine.